Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they were intermittently receiving errors during tube conditioning. A philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse reviewed the logs and found stuck button errors. The fse replaced the right, back gantry control panel to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that intermittently when performing tube conditioning on their philips CT system, the tube conditioning would fail and the system would display a message requesting that they try again or restart the system. The customer confirmed that the issue occurred while the system was not in clinical use and that the issue did not result in harm to a patient, operator, or bystander. On 27-aug-2015, the fse attended the site and reviewed the system error logs. The fse found errors in the system error logs which indicated that the right hand (rh) gantry control panel "unload" button was stuck engaged. The fse performed testing of the gantry control panels and determined that the rh rear gantry control panel "unload" button was stuck engaged. The fse disconnected the rh rear gantry control panel to allow use of the system until the failed panel could be replaced. On (B)(6) 2015, the fse replaced the rh rear gantry control panel to resolve the issue. The fse did not provide the log files for further analysis and the failed rh rear gantry control panel was scrapped. As the failed parts and system error logs were not available for analysis, CT engineering was unable to determine the cause of this malfunction. However, the fse replaced the rh rear gantry control panel to resolve the issue. CT engineering determined this risk to be acceptable. If this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records, and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations for this issue include: all systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. The system performs a test for stuck buttons during initialization. A collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. Motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. Resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. Instructions in the instructions for use to observe the patient during all movements of the patient support. Table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.